Event description:
Drive medical has received a customer complaint on a walker originally imported by drive medical. It was alleged that one of the legs on the walker bent causing the pt to fall to the ground, breaking his left shoulder. This MDR report is based on the customer complaint.